Manufacturer narrative:
The customer did not request any service. According to the information received from our field service engineer, inspiratory and expiratory pressure transducer printed circuit board was replaced by an unauthorized company. Logs and the replaced part were not provided. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117

Event description:
Manufacturer ref.#: 335955.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).